Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention and the battery compartment was cracked. The battery cap was allegedly secured to the pump with tape. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots supporting power loss. The battery compartment threads were cracked and the battery cap did not secure properly to the pump to maintain power; a power loss was duplicated. A test cap was used for further investigation. The pump was exercised for 24 hours with no power interruptions. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the cartridge compartment threads were cracked. Also unrelated to the complaint, the keypad cover was peeling at the ok button. All of the keypad buttons responded properly to user presses. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.